Manufacturer narrative:
The hospital name and contact information were not provided in the MDR that the FDA mailed us, so we were unable to follow up with hospital to get instrument back. A possible cause for damage is stress overload; our IFU states it should only be used to grasp soft tissue. We cannot confirm cause of malfunction. Device not returned.

Event description:
Note: we received a copy of an MDR (mw5063577) from the FDA that was filed by a hospital that stated: (allegedly), on (B)(6) 2015, she gave consent and underwent a laparoscopic ventral hernia repair with verntralight mesh replacement. During the surgery, it was discovered that the platypus instrument was missing a grasper arm. A laparoscopic instrument was used to locate the missing piece inside her abdomen, however, it was unsuccessful. Therefore, an abdominal kub was ordered. [End of text in MDR]. The MDR did not list the hospital that filed it nor did it list a contact name and number that we could conduct medical event follow up with. This MDR is being filed based solely on the information contained in the MDR the FDA mailed to us.